Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lead was returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the pocket was closed an x-ray was performed and it was confirmed that this right ventricular (rv) lead had dislodged. The physician attempted to reposition the rv lead but was not successful. The lead was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).